Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report that a patient who was treated on (B)(6) 2020 - (B)(6) 2020 to the upper, mid and lower abdomen, flanks and back bra fat above bra line using the cooladvantage and cooladvantage plus applicators and the curve and core contours has been diagnosed with paradoxical hyperplasia. The treated areas were described as firm and enlarged.

Event description:
Treatment provider reported patient treated with coolsculpting using the cooladvantage applicator to the upper and lower abdomen, and back using the cooladvantage+ coolcurve and cooladvantage coolcore applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11-additional change and/or corrected data: g3 in previous medwatch was inadvertently left blank instead of 4/28/2021.